Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. The clinical report was reviewed and the cause of the thrombus was patient condition. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 39-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient developed an acute thrombus during the course of impella support. The thrombus was discovered via transesophageal echocardiogram (tee) imaging and the decision was made to explant the pump. Extracorporeal membrane oxygenation (ECMO) was subsequently placed for ongoing patient support.